Event description:
I have been experiencing almost all symptoms related to bii after getting breast implants in 2013. A lot of my symptoms have only worsened over the years causing me great suffering with my overall health and well-being. It wasn't until I started researching breast implant illness that I became aware that I may very well have bii. I've been to many doctors, take. All sorts of tests and haven't been able to get answers. FDA safety report ID# (B)(4).